Manufacturer narrative:
The device was returned, but inspection results are not available. Evaluation was performed with a representative mh-438 because the target product and the number of occurrences cannot be specified. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water valve and suction valve were placed on a gauze for drying for a day after they were washed. The gauze was spread on the tip where each part was stored together. The gauze turned yellowish and dirty. The user requested analysis of the composition of the dirt. The cds (cleaning, disinfection, and sterilization) method used was end cleanse. It was also reported, that contamination did not occur on a particular valve and was happening all along. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, part of the returned gauze was slightly yellowish. A component analysis was conducted and as a result of comparison of the colored part and uncolored part, there was no apparent difference observed. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.